Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: patient 1: (B)(6); female. Patient 2: (B)(6); female.

Event description:
The customer reported a false negative architect stat troponin-I result for two patients while using the architect i1000sr analyzer. The customer uses a cutoff of 0.20 ng/ml for the troponin assay. The following results were provided: patient 1: (B)(6) female patient admitted with cardiac arrest. 6/20 0.22 ng/ml; 6/21 0.30 ng/ml; 6/25 0.07 ng/ml. On (B)(6) sample ID (B)(6) initial result 0.266 ng/ml and retest generated a false negative result of 0.101 ng/ml. On (B)(6) new sample (B)(6) ran on both analyzers generating 0.306 ng/ml. Patient 1 expired due to the patient's medical condition and there was no change in treatment due to the false depressed result. The customer indicated the patient had 2 heart attacks one on (B)(6) 2018 and the second on (B)(6) 2018. The death of the patient was not caused or contributed to by the abbott device. Patient 2: (B)(6); female. On (B)(6) 2018 sample ID (B)(6) initial 0.221 ng/ml and retest 0.151 ng/ml. On (B)(6) 2018 sample ID (B)(6) (subsequent sample) generated 0.328 and 0.327 ng/ml on an alternate architect. No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer inspected the analyzer onsite and replaced the manifold kit valves and wash zone probe on the wash zone and also replaced the manifold kit valves and 2-way bypass valves on the trigger/pre-trigger manifold. The valves and wash zone probe were considered to be the likely cause for the discrepant results. A review of the architect serial (B)(4) identified no contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the manifold kit valve; 2-way bypass valve; and wash zone probe identified no issues or trends. A review of the architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i1000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.